Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra operation the low voltage lead exhibited high thresholds, placement difficulty, dislodgement with tissue found on the lead when withdrawn. The lead was explanted and replaced. No patient complications have been reported as a result of this event.